Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the needle 25ga 1in there was foreign matter on device cannula/needle/coring. The following information was provided by the initial reporter. The customer stated: "there was foreign matter (hair) in the package. Hair got caught across two packages."

Event description:
It was reported when using the needle 25ga 1in there was foreign matter on device cannula/needle/coring. The following information was provided by the initial reporter. The customer stated: "there was foreign matter (hair) in the package. Hair got caught across two packages."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided bd material 300400 and lot number 201003. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both pictures and the physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, a hair was detected within the blister packaging on the needle. H3 other text : see h.10.